Event description:
Per information provided: on (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, "from the prior incision in the midline, the hernia sac with scar tissues were noted. The entire sac was excised and reduced. The defect was closed and reapproximated with sutures. A perfix plug (device 1) was placed over the defect and sutured to the surrounding fascia." On (B)(6) 2016 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with removal of old mesh (device 1) and implant of bard flat mesh (device 2). Per operative notes, "through the prior midline, the hernia sac was isolated and old mesh plug (device 1) migrated into peritoneal cavity. The sac and mesh (device 1) were excised, and fascia was reapproximated with sutures. The bard flat mesh (device 2) was placed over the defect and sutured to surrounding fascia." On (B)(6) 2016 - patient had pain, recurrent hernia repair. (Note: there is no operative notes provided for this procedure in medical records.)

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. This emdr represents the bard perfix plug (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.